Event description:
According to the reporter: occurred during an open procedure. The hemorrhoid stapler did not fire. The blade cut but did not fire staples. The anvil could not be tilted after firing. The stapler sizers were used. Surgical intervention was necessary to prevent a permanent impairment of a function because the area was manually sutured. The event extended patient hospitalization for 3 days as a result of the product problem. There was bleeding because the staples were malformed and not properly 'b-shaped', though not more than 500 cc. There was tissue damage due to the manual suturing. The incision was extended due to the product problem. Patient status is alive, with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.